Event description:
With the use of the sjm (st. Jude medical) aveir vr delivery system and using rao [right anterior oblique] and lao [left anterior oblique] views sequentially repeatedly, the delivery system was placed into the right ventricle through the 27 french sheath. The sjm aveir vr delivery system was then placed against the septal wall and contrast injected to confirm positioning. Once positioning was considered satisfactory, the sjm aveir vr was delivered to the right ventricular septal wall. However, we were unable to obtain routine pacemaker measurements and thresholds through the programming due to excessive emi [electromagnetic interference] noise. Multiple attempts were made at changing ECG [electrocardiogram] leads on the patient's body, but unfortunately electromagnetic interference was excessive, and we were unable to interrogate device once in the right ventricle. Therefore, we decided to discontinue the procedure and abandon any further attempts at implanting device. The system was then removed through the 27 french sheath. The device was given to vendor who determined no defects in device were found. Manufacturer response for leadless pacemaker, aveir (per site reporter). No defects found.